Event description:
Profound and permanent neurological injuries [nervous system disorder], other profound personal injuries [injury], excess zinc [blood zinc increased], copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unk 1 applic, unspecified frequency commencing approx 1995 through (B)(6) 2010 and reported the following: profound and permanent neurological injuries, other profound personal injuries, excess zinc, copper depletion. Treatment: unspecified medical treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture dependent. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore, unable to proceed with batch retain testing or product investigation.